Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): delay in procedure (no code available), "converted to ecce" (no code available). Product problem(s): "screen froze" (no display or display failure). The customer reported the screen froze during the case. It was reported that an ecce was performed to complete the case. Multiple attempts have been made to contact the facility but no response has been received to date. Patient impact is unknown at this time. Additional information has been requested.